Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a thoracic catheter. The customer stated that upon insertion of the right angle thoracic catheter it snapped in half. The snap was reported as being a clean break. There was no harm to the pt and it did not delay treatment to the pt.